Manufacturer narrative:
The suspect sensor is not available for analysis and lot information is not available. If new information is obtained, a follow-up report will be submitted. This issue was not reported in a timely manner by field personnel. A discussion with the reporter was held informing them of the importance of reporting. Formal training in the requirement of timely reporting of customer complaints has been performed with the responsible reporter.

Event description:
Customer has had saturation on the ge monitor with masimo set read higher than the patient's blood gas on several patients. The customer indicated that while using a ge b650 monitor and disposable masimo sensor, spo2 read 94% therefore the patient was dc'd from o2. Later when respiratory took her sat with a nonin probe her sat was 84%; however the monitor still read 94%. The respiratory tech ran an abg and it read 84%. All monitors and sensors were left on the patient after the patient was placed on oxygen. After several hours, all numbers were reported to equalize.

Manufacturer narrative:
Additional manufacuring narrative: other, additional manufacturing narrative (if other): the returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed., corrected data: model # and catalog # was "2329" should be "2329-9".